Manufacturer narrative:
Other text: concomitant medical products: additional information was received stating ventilator used in incident as concomitant device is not a smiths medical device.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The visual examination showed the device was missing the pilot valve. The valve being missing would allow cuff to deflate and prevent cuff from being filled. It was determined the valve was likely present at one time (in order for initial cuff inflation to have been performed). The issue was determined likely to have occurred during use.

Manufacturer narrative:
The lot number was not provided.

Event description:
Information was received indicating that the bivona tracheostomy tube had be changed. It was reported that the ventilator alarmed and during trouble shooting the tube decannulated. When the syringe was removed the cuff deflated. There was no patient injury reported.